Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had fire with an electrode in the operating room. The tip of the pen ignited without the esu (electrosurgical unit) being engaged. The surgeon had finished the case and held the pen up in the air, someone else in the room notified the surgeon the pen was on fire remarking that it looked like someone lit a birthday candle. There was no patient involved.